Event description:
The vascade mvp device was selected for closure and inserted into the 8f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Upon removal the access site continued to bleed. The access site was closed with manual compression. After the patient woke up a CT scan was conducted and it was determined that the collagen as in left pulmonary artery. The patient's respiratory function is normal and there is no change in his current condition. The patient is under observation until the collagen is absorbed by the body.

Manufacturer narrative:
The device was returned with the disc in a de-deployed state. The key was in the lock, and the black sleeve was completely retracted. The collagen was not returned with the device. The black sleeve was returned to its locked, original position. The key was inserted into the lock/grip and the black sleeve retracted without issue. The green push rod was investigated, and it moves without issue. The disc deployed without incident and deployed with a concentric disc. Conclusion: based on the information available for review and the investigation of the device, the cause of the intervascular deployment could not be determined. The device is in working order. The collagen was deployed in the vessel which could have contributed to a pulmonary embolism requiring intervention. Note: the patient did not suffer adverse effects.